Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue and declined any additional troubleshooting. The customer¿s blood glucose was 133(mg/dl).